Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The aus accessory kit was used for unspecified reason. Additional information received stated that there was urethral erosion and that is what the accessory kit served. The intervention could not be completed.

Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The aus accessory kit was used for unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.